Manufacturer narrative:
E 1. Initial reporter phone : (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia cardiac ablation procedure using decanav electrophysiology catheter. While performing mapping in the left ventricle, patient experienced cardiac tamponade that required drainage and prolonged hospitalization. The physician noticed that the blood pressure reading on the polygraph was low. Transseptal puncture was performed with rf needle. Ablation was not performed before tamponade was identified. Steam pop was not confirmed. The blood pressure was restored by drainage, and the patient left the room. The physician commented that the event was probably caused by a catheter (not a biosense webster inc. Product) that was placed in the right ventricle (rv). No abnormalities observed prior to or during use of product. Patient required extended hospitalization for monitoring the patient condition. Transseptal puncture was performed with rf needle. No ablation was performed prior to noting the pericardial effusion. The patient improved and recovered. This event is being reported against the decanav mapping catheter, as a conservative measure, as the possibility of the mapping catheter contributing to the adverse event cannot be excluded.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
**UDI related data quality updates only** correction to the initial MDR, incomplete UDI was provided. Section d4. Primary UDI number has been updated with full UDI (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a ventricular tachycardia cardiac ablation procedure using decanav electrophysiology catheter. While performing mapping in the left ventricle, patient experienced cardiac tamponade that required drainage and prolonged hospitalization. The physician noticed that the blood pressure reading on the polygraph was low. Transseptal puncture was performed with rf needle. Ablation was not performed before tamponade was identified. Steam pop was not confirmed. The blood pressure was restored by drainage, and the patient left the room. The physician commented that the event was probably caused by a catheter (not a biosense webster inc. Product) that was placed in the right ventricle (rv). No abnormalities observed prior to or during use of product. Patient required extended hospitalization for monitoring the patient condition. Transseptal puncture was performed with rf needle. No ablation was performed prior to noting the pericardial effusion. The patient improved and recovered. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).